Event description:
It has been reported to philips that the signal on the flexvision was half off. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the signal on flexvision is half off. During troubleshooting, the fse found that the cause error shows on the flex viewing pc. The fse cleaned all boards on the flex viewing pc and reconnected the cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.